Event description:
A consumer reports that two weeks following intraocular lens (iol) implant surgery, his vision became hazy. His surgeon performed a yag laser procedure for posterior capsular opacity. Three months following the yag, he started noticing 'spiders' across his vision and his vision became hazy again. The surgeon found blood in the eye and suspected the haptics were causing the bleeding. The consumer was sent to a retinal specialist who performed a vitrectomy. Following the vitrectomy, the lens shifted and his vision became hazy again. Two months later, the lens was recentered, but the next day, the lens had shifted again. The consumer reports that the surgeon is reluctant to exchange the lens and wants to secure the lens with mccannel sutures and wants to perform a bilateral lasik procedure for astigmatism.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 4/24/2008 by mail and fax. A completed questionnaire has not been received. This report was mailed to FDA on: 5/16/2008.